Event description:
Customer called to report that a donor sample tested on the galileo using the abo assay was typed o positive. This unit was tested manually by a hospital; positive reactions were observed for anti-a,b (2+).

Manufacturer narrative:
The customer did have any sample or product to return for testing. The sample appears to be an a subgroup with anti-a1.the galileo operator manual indicates that galileo does not generate an interpretation of mixed field reactions.